Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and the interconnect cable, display adaptor, and the camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 8800 system locked up with a communication error during a case. The procedure was completed. No patient injury was reported.